Event description:
It was reported that the user experienced persistent hyperglycemia after a supply change on an ilet pump using a teflon infusion set, exhausted a vial of insulin, and later identified that the pump had not been rewound during the initial change, which likely expelled insulin during subsequent steps; an ¿unable to proceed¿ alert occurred during the process, and the issue involved user procedure with relevance to the plunger component. Symptoms included high blood glucose. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure with the plunger during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.